Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia, dka and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 250 mg/dl. While wearing the pod between 4 and 24 hours. The pod reportedly fell off insulin was leaking from the infusion site (arm), causing the cannula to dislodge. Symptoms reported include frequent urination, frequent thirst, vomiting and side pain. The patient was treated placed on an intravenous therapy of fluids and insulin. The patient was released the following day. The pod was removed at the hospital.